Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump and no delivery alarms. The customer states they had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 419 mg/dl. The customer was treated for the highs. Troubleshoot on the set was conducted but unable to be completed due to lack of information. The nurse was advised the issue may be attributed to site occlusion.